Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that a 53-year-old male patient was implanted with an impella cp pump for mechanical circulatory support. Upon removal of the 14f peel away sheath and advancement of re-positioning sheath, the impella cp catheter advanced into the left ventricle and was caught in the papillary muscle. Interventional cardiologist attempted to reposition the device and met resistance. The body of the cannula kinked under fluoroscopy. The decision was therefore made to remove the impella and replace it with a new impella cp. There was no reported patient harm.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The device was returned and tested after arriving in fs. Visual inspection found a kink on can about 15 mm from of cage & can bonding site. The root cause of positioning issue was use related due to improper technique removing 14f peel away sheath and advancement of re-positioning sheath.